Event description:
A journal article was reviewed which contained information regarding this patient's (case 5) left ventricular (lv) lead. The article references that the lv lead was difficult to fix due to a large vein; and subsequently a different stylus was used to fix the lead. The lead remains in use. No patient complications have been reported as a result of this event.on 2015-07-21 additional information was received through follow up with the author who indicated that there were no issues with the lead and no patient complications.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up with the author who has provided the information in this event file. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: early experience with attain stability, an active fixation lv lead: virtues and pitfalls. Pace pacing and clinical electrophysiology. 2015;38(3):297-301.

Event description:
A journal article was reviewed which contained information regarding this patient's (case 5) left ventricular (lv) lead. The article references that the lv lead was difficult to fix due to a large vein; and subsequently a different stylus was used to fix the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿early experience with attain stability, an active fixation lv lead: virtues and pitfalls.¿ pace pacing and clinical electrophysiology. 2015;38(3):297-301. (B)(4).